Manufacturer narrative:
Visual receipt inspection: 06/01/2015 - received 1 (onc) used, 52510-14, optiq, svo2/cco catheter, 8f, 110cm, j-tip, heparin coated, lot number 28729041. The balloon is confirmed to be broken, blood is present in the inflator syringe. The catheter sheath is locked at 85cm mark. Investigation analysis: the reported complaint balloon broke, was confirmed. The manufacturer of the contamination shield/sheath could not be identified. Please ensure dfu is followed regarding the use of a contamination shield for an 8f catheter. The exact cause(s) of the component damages at this time are unknown.

Event description:
Complaint received stating the balloon broke after insertion. No adverse patient consequences reported.

Manufacturer narrative:
No product was received for investigation. The lot number provided showed that 357 units were manufactured, tested, inspected and released in (B)(6) 2014.